Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, a balloon rupture occurred. Vascular access was gained via the left femoral artery. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial artery. The physician advanced the 5.0mm x 60mm x 135cm sterling mr balloon to the lesion and inflated it to 7atms on the 1st inflation and the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient status is good.

Event description:
The de novo lesion was moderately calcified. The 5.0 x 60 x 135 sterling mr balloon was used for predilatation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).